Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect of stenosis is listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use as a known patient effect of coronary scaffold procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the treatment and hospitalization appear to be related to the operational context of the procedure.

Event description:
(B)(6) study it was reported that the procedure on (B)(6) 2015 was to treat a lesion in the mid/distal left anterior descending artery. Pre-dilatation was performed with an nc trek balloon. The 2.5 x 12 mm absorb scaffold was deployed and post-dilated with an unspecified balloon. There was good final angiographic results. The patient returned on (B)(6) 2016 with 50 - 60% restenosis in the scaffold. A 2.5 xience prox stent was implanted, covering the restenosis. The final result was good and the patient is doing well. No additional information was provided.